Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported the patient needs a revision procedure due to the fracture not healing properly and the screws coming loose; it was noted the hip has become dislodged. The patient experienced osteogenesis imperfecta (oi). The patient is scheduled for a new hip surgery, multiple reconstructive surgery, osteotomy and/or internal fixation, and fixation or osteosynthesis of the femur, tibia, and fibula. The patient has been using crutches for three year as she is unable to walk.

Manufacturer narrative:
Product complaint # (B)(4). Upon further review, it was determined that the manufacturer of this implant is unknown and not confirmed to be a product of depuy synthes at this time. Follow-up is being conducted to determine if a depuy synthes acetabular cup is involved in an adverse event. Please disregard this mrn as further reports will not be submitted against it.